Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that during a surgical procedure, the clamp on the photon blade that attaches the smoke tubing broke, the broken fragments were retrieved from the surgical site resulting in a five to ten minutes delay. The procedure was completed successfully; no adverse consequences were reported.

Event description:
It was reported that during a surgical procedure, the clamp on the photon blade that attaches the smoke tubing broke, the broken fragments were retrieved from the surgical site resulting in a five to ten minutes delay. The procedure was completed successfully; no adverse consequences were reported.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete. H3 other text : awaiting confirmation if device is available for return.